Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient reported that early in the morning, the sensor displayed a glucose reading of 60 mg/dl. In response, the patient consumed honey and cereal, after which the cgm reading increased to 127 mg/dl. The cgm later decreased again to 50 mg/dl. The patient was unable to provide an fsbg value for comparison. Following the low cgm readings, the patient reported losing consciousness (loc) and falling. After the fall, the patient noticed that the sensor had become loose but was unable to determine whether the sensor loosened as a result of the fall. The patient contacted his brother for assistance and was transported to the emergency room (ER). Before arriving at the ER, the patient inserted a new sensor, which displayed a glucose reading of 182 mg/dl. At the time of the report, the patient remained in the ER. No fsbg measurements, treatments, or medications had been provided or reported, and the patient stated that healthcare providers had not yet checked a fingerstick glucose value. The patient anticipated being discharged later that day. The patient reported not feeling fully recovered due to the fall and noted a history of prior injuries from a fall in 1986. The patient reported a history of kidney disease and stated that he takes hydrocodone for pain management. He also receives outpatient therapies, including physical therapy, chiropractic care, and acupuncture, for his underlying medical conditions. By the end of the report, the patient stated that the new sensor was functioning properly and believed the reason for seeking emergency care was his low glucose level. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.